Manufacturer narrative:
One suspected product was returned for evaluation. A visual inspection was performed, and the dso seal was found to be delaminated. The customer¿s allegation could not be duplicated, and the cause of the issue could not be determined due to insufficient information from the customer. During functional testing, a defective air detector was identified and subsequently replaced.

Event description:
It was found during the investigation of a returned pump that the air detector was defective.